Event description:
Device 1 of 3. Ref MFR report: 1627487-2013-07138. Ref MFR report: 1627487-2013-07139. It was reported the pt was experiencing heating at the ipg site while recharging which lasted for a few hrs afterward. The pt stated the heating began after 15 minutes of recharging, and became uncomfortable at 40 minutes. The pt reported placing the charging antenna directly on the skin. The pt reported having two charging systems and experienced the issue with both. The pt was advised to recharge using the antenna pouch, and to recharge the ipg more often and for a shorter duration.

Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.